Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings:-black box and alarm history show multiple ¿cs064/cs078¿ motor alarms on (B)(6) 2017. Returned battery cap can fit securely. Pump alarmed upon the first rewind attempt-reported motor alarms failure is duplicated. Pump¿s cover was removed, moisture corrosion was found to the cgm module, fs circuit, and to the motor flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there were call service 078 alarms. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.